Event description:
It was reported to vyaire that the ltv 1200 vent restarted itself prior to use. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned

Manufacturer narrative:
Results of investigation: no product was returned for evaluation; however, the distributor confirmed that the power cables of the specified device were not properly connected. After our inspection, the issue was corrected, and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.